Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), batch: 4340795. Common device name: scs octrode lead, model: 3189, UDI: (B)(4), batch: 4210954. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2023-01089. Additional information received indicates the patient's ipg and lead were explanted and replaced to address the issue.